Manufacturer narrative:
Examination of the returned devices confirms the complaint; the spring components are missing. A complaint database search on the provided product family identified a trend of damaged/missing spring component. The root cause is attributed to product design. (B)(4) was implemented on october 29, 2013 to replace the spring component with 4 bal-plungers on all reclaim tool adaptors. The complaint samples are the old design. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The inside spring has been stretched out of shape and is lost or broken. **update (B)(6) 2016** follow-up received indicated once the instruments were returned to the territory office none of the springs were included. They were thrown away at the hospital.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.